Event description:
As reported by customer in (B) (6), during a pci procedure, an air bubble was noted in a pressure monitoring line attached to a pigtail catheter. When reconnection was attempted, it was noted that the male fitting on the line appeared to be damaged. The line was changed out and the procedure continued with no pt complications. The used device will be returned for eval.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for eval, it has not yet been received by the MFR. Therefore a failure analysis is not yet available. Upon receipt of the sample/completion of the investigation a follow-up medwatch will be submitted. (B) (4).